Event description:
It was reported that during a da vinci cholecystectomy procedure, the staff reportedly observed the single-site 5 x 250 mm curved cannula to have been curved the wrong way. The site was said to have observed the curved position going to the right instead of left direction. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the returned cannula were noted to be bent in opposite directions when placed next to a functional number 2 cannula. The cannula tube did not rotate with respect to the bowl when minimal force was applied. After having secured the cannula with a fixture, the cannula tube rotated when (B)(4) pounds of force was applied. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cannula found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.